Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was not capturing and was showing signs of oversensing. At the lead revision, it was noted that the lead wire was exposed. The lead was capped and replaced. No patient complications have been reported as a result of this event.